Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope telescope had a broken lock pin. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d9, h6, and h11 were updated. The device was returned for evaluation. The locking pin was found to be broken. Based on the results of the investigation, the definitive root cause of the damage could not be determined. It is possible that the damage was caused by improper handling and application of excessive force, impact to the device like fall, shock or similar stress. Olympus will continue to monitor field performance for this device.